Event description:
An attempt was made to deploy a 2.75mm diameter x 18mm length endeavor rx drug eluting coronary stent to treat a lesion located in lca #11 which exibited moderate tortuosity, little calcification and 90% stenosis. It is reported that a rota barr device was used to scrape the heavy calcification present from the lmt to the target lesion prior to pre-dilating the lesion and deploy a 2.75mm stent from another manufacturer in the distal of #13. Further pre-dilation was performed using a 3.0 mm diameter x 20mm length dilatation balloon catheter with no issues reported; however, it is unknown what % of stenosis remained after pre-dilatation. Then the 2.75mm diameter x 18mm length endeavor rx drug eluting stent was advanced to the lesion. Although no difficulties were reported during the pre-dilatation or when advancing the relevant device towards the lesion, it is reported that when the physician attempted to retry a delivery, he noticed that the stent had dislodged in the patient. The un-deployed stent was retrieved with a snare device. It is reported that the relevant stent was inspected prior to use with no abnormalities noted; however, the physician commented that the catheter tip seemed hard during the inspection prior to use. The proximal lesion was finally stented only after further use with a rota barr device. The patient is reported to be fine and no other sequelae were reported. Evaluation summary: only the stent and the wire were returned for evaluation. The stent was extensively damage, deformed and stretched. Only two stent segments remained intact at one end of the stent. Information received from the field confirmed that the stent had been inspected prior to use with no issues noted. The physician had commented that the catheter tip seemed hard during the inspection prior to use. Although the delivery system has not been returned for evaluation, during the manufacturing process the catheter tip is inspected to ensure that it is not defective and that no particulate is present in the tip, therefore, there is confidence that the device left the manufacturing facility meeting specification requirements. It is reported that heavy calcification was present from the lmt to the target lesion and that the physician used a rota barr device to scrape the lesion prior to pre-dilating the lesion with a 3.0 x 20mm dilatation balloon catheter. No difficulties were reported during the pre-dilatation or when advancing the relevant device towards the lesion. Based on the information available, it appears most likely that pre-dilatations may not have been sufficiently effective in opening up the lesion and that the heavy calcification present in the proximal lesion may have had an impact on the stent retention of the device resulting in the reported dislodgement event. Additional information received confirmed that the proximal lesion was finally stented only after further use of a rota barr device confirming that the patient morphology was most likely the root cause of the event.

Manufacturer narrative:
(Secondary intervention; the dislodged stent was retrieved with a snare) - evaluation results: (stent dislodgement), (heavy calcification present from lmt to the target lesion). Conclusion: (heavy calcification present from lmt to the target lesion).